Event description:
A distributor reported that during an arthroscopic shoulder procedure, the physician was utilizing a dyonics rf-s whirlwind 90 degrees probe (lot number: unknown). Allegedly one of the knobs on the face of the probe came off. The manufacturer was unable to confirm whether or not the detached device fragment landed in the surgical site. In addition, retrieval of the device fragment could not be confirmed. The procedure was completed with a back up device and no patient complications were reported as a result of this event.

Manufacturer narrative:
This incident was reported by a distributor. All available information has been included in this report. On-going attempts to follow up with the distributor for additional information regarding the details of this event are being made.